Manufacturer narrative:
A ge oec service rep investigated the issue and performed a single board computer upgrade. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed iris too large error message.